Event description:
Information received indicated the side rail is not latching.

Manufacturer narrative:
The technician found fluids in the side rail latching mechanism. The technician cleaned and lubricated the latch mechanism to repair the bed.